Manufacturer narrative:
(B) (4).

Event description:
The pt had an inflammatory mass. She had two previous granulomas that were treated though revisions; see MFR. Report# 3007566237-2010-03252. The medication was switched from fentanyl to dilaudid. Further info is being requested at this time.

Event description:
Additional information received reported that the patient had a granuloma on the tip of the catheter. It was noted that patient had surgery on the granuloma the next day and the patient thought the granuloma was bigger. It was reported that the patient has had granulomas for the prior 7 years. It was noted that patient¿s healthcare provider (hcp) ¿yank the catheter way from the granuloma.¿ it was reported that the granuloma disappeared and does not show up all the time. It was noted that the patient was using their pump to infuse fentanyl, bupivacaine, and dilaudid. It was reported at the time of report that the patient¿s pump was being used to infuse saline. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the patient had 2 granulomas from dilaudid and the other drugs were barely keeping the pain in check. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).